Event description:
The physician reported that the patient had been experiencing low heart rate and that a cardiologist recommended trying to turn off the vns device, therefore the device was disabled. No other relevant information has been received to date.

Event description:
Information was received from the physician that after turning off the device for 2 weeks there was no change in heart rate, so the vns was turned back on as the arrhythmia was determined to be unrelated to the vns. No other relevant information has been received to date.